Manufacturer narrative:
No blank display anomalies noted. Unit received with flashing medtronic logo, problem isolated to pcba 2. Unable to perform displacement test, sleep current measurement, active current measurement and self-test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump had fallen, kept alarming and the screen was black, only mdt symbol was visible. Troubleshooting was performed for damage. The insulin pump will be returned for analysis.